Event description:
This was a spontaneous report from a consumer and concerned a (B)(6) female pt from the united states: (B)(6). The pt¿s (B)(6). The pt¿s medical history and concurrent conditions included food allergy to oysters and walnuts and restless leg syndrome. The pt was treated with precise pain relieving heat patch (topical, batch bdc012, expiration date 31-dec-2012) one patch to each side of her lower spine on (B)(6) 2012, for lower back pain. Concomitant medications included clonazepam (tablet, oral) half tablet or 1 mg initiated in 2009 for restless leg syndrome. On (B)(6) 2012, while the patch was removed, a one third of an inch in diameter piece of skin was removed from the right side. The pt called her healthcare professional and was prescribed silver sulfadiazine cream to be applied to the area. The pt continued to apply the cream. Treatment with precise pain relieving heat patch was withdrawn. The pt was recovering from the event as the area was beginning to heat but was not healed entirely. This report was serious (medically significant) and reportable (serious injury).